Event description:
Caller states the patient tested 1.7 inr on coaguchek system 1, and 2.8 inr on coaguchek system 2. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with (B)(4) for suspect device in coaguchek system 2.